Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2019 and the ipg was not put into surgery mode. Since the procedure, the ipg will not communicate with external devices. Analysis of the device revealed the ipg went into service app mode. However, an error message occurred and the ipg could not be recovered. Troubleshooting was unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
Additional information provided the patient¿s ipg was replaced on (B)(6)2019. Therapy was restored.